Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis of the returned implantable neurostimulator (ins) model 97714, serial # (B)(4) showed no anomalies. The device passed all functional testing. Analysis of the returned lead model 977a260, serial #(B)(4) showed that 2 conductors (circuit #1 and 3) were broken 21.5 cm (at/near injex anchor) from the distal end. It was also noted that all conductors were cut through. Circuits #0, 2, 4, and 6 had acceptable continuity in the distal end of the lead. No shorts were seen between circuits. Circuits #1 and 3 had intermittent circuits in the returned distal segment. Circuits #5 and 7 had erratic continuity but were not completely open indicating some of the filars may be broken in 5 and 7 circuits. There were multiple melted spots on the outer insulation and that some of the braid was exposed at some locations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative reported that the patient had the ins system explanted on (B)(6) 2016. It was noted that the ins was turning on and shocking the patient without being interrogated. The patient recovered from the procedure normally and there were no complications. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow report will be sent.

Event description:
Information was received from a patient, a manufacturer representative, and a health care provider regarding that same patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator turned on by itself and went to a ¿high frequency¿ (amplitude) causing him to fall and an abrasion over one of his hips. Another person turned off the patient¿s implantable neurostimulator with his patient programmer. The cause of the event is unknown, as the patient does not know why it turned on by itself. All impedances tested within normal limits and the patient declined to be reprogrammed. The patient continued to be shocked from the stimulation. The patient had his device in MRI mode and had it turned off. This was verified by the MRI tech. During the MRI, it turned itself back on and shocked ¿the living daylights out of me.¿ it was not just in the back and legs, it was the patient¿s whole body. The patient reported that this is the 6th time that the device had turned on and done this. The patient was in the emergency room for shocking. The nurse performed a short physician mode recharge, however that did not resolve the issue. The implantable neurostimulator is off and the patient still feels shocking sensation. The shocking as occurred since the MRI. The patient plans on having the implantable neurostimulator removed, however a surgery has not been scheduled.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient turned the stimulator off on saturday and it turned on involuntarily with high frequency and tremendous pain; the clinical diagnosis was increased pain. It was noted that the event was related to the device or therapy and not related to the implant procedure. The event resolved without sequelae as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that reprogramming was done on multiple occasions, and it was noted that no abnormality of the system was detected. No further complications were reported/anticipated.